Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure a tip detachment occurred. The target lesion was located in the severely calcified left anterior descending artery. During preparation of the rotablator system outside of patient no rotational speed could be obtained and the screen of the rotablator console indicated that a stall had occurred. Additionally during preparation, the spring tip of the 330cm rotawire guide wire detached and the handshake connection of a 1.50mm rotalink burr was broken. The procedure was rescheduled due to this event as new devices were not available. No patient complications were reported and the patient status is listed as stable. Additional information has been requested but is not available.

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure a tip detachment occurred. The target lesion was located in the severely calcified left anterior descending artery. During preparation of the rotablator system outside of patient no rotational speed could be obtained and the screen of the rotablator console indicated that a stall had occurred. Additionally during preparation, the spring tip of the 330cm rotawire guide wire detached and the handshake connection of a 1.50mm rotalink burr was broken. The procedure was rescheduled due to this event as new devices were not available. No patient complications were reported and the patient status is listed as stable. Additional information has been requested but is not available.

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure a tip detachment occurred. The target lesion was located in the severely calcified left anterior descending artery. During preparation of the rotablator system outside of patient no rotational speed could be obtained and the screen of the rotablator console indicated that a stall had occurred. Additionally during preparation, the spring tip of the 330cm rotawire guide wire detached and the handshake connection of a 1.50mm rotalink burr was broken. The procedure was rescheduled due to this event as new devices were not available. No patient complications were reported and the patient status is listed as stable. Additional information has been requested but is not available.

Manufacturer narrative:
Device evaluation by manufacturer: the rotawire guide wire was received for analysis. Initial visual analysis revealed kinks along the body and a damaged distal end. The spring tip of the device was not provided. Through further visual and tactile analysis it was determined that the core wire was fractured at approximately 320cm from the proximal end and that the device was kinked at the mid-section. All outer diameter measurements were found to be within specifications. Fracture analysis revealed that the failure site exhibited transversal cracking typical of bending action. Moreover, the failure presented a zone with shaved appearance typical of a mechanical cut actuation indicating that the fracture occurred due to a mechanical cut in a bending moment. . The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).